Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two triclips were implanted, reducing tr to a grade of 3. On (B)(6) 2024, an echocardiogram was performed and revealed that the lateral leaflet had torn, and that the second clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. On (B)(6) 2024, an additional triclip procedure was performed, and two clips were implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effects of tissue injury and recurrent tr appear to be due to the slda. Tissue injury and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and two additional clips were implanted. There is no indication of a product issue with respect to manufacture, design or labeling.